Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. Upon fixating the vlp for the first time, it was noted the capture thresholds were high and the physician elected to reposition the vlp, however, no acceptable locations could be identified. During the third pre-mapping attempt, contrast injection noted leakage into the pericardial space indicating a cardiac perforation and pericardial effusion. Cardiac tamponade was also noted. The excess fluid was drained via pericardiocentesis.